Event description:
During preparation, when the physician opened the stent packaging he noticed that the delivery microcatheter was broken. There was no contact with the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. During the investigation it was discovered that the microdelivery catheter was broken on its proximal shaft. The microdelivery catheter was kinked on several places along its proximal shaft. The distal shaft was compressed. The peelable sheath was inside the distal end of the microdelivery catheter. The stent was in its intended location. The stabilizer distal end was just proximal to the stent proximal markers in the microdelivery catheter distal shaft. The stabilizer was advanced and the stent was pushed out of the microdelivery catheter. The microdelivery catheter coating was examined and no anomalies were observed with the coating. The stabilizer was kinked and separated on its proximal shaft at 10.0 cm and 21.2 cm from its proximal end. The stabilizer appeared to be kinked first then separated. The stabilizer was kinked on several places along with the microdelivery catheter. The stabilizer was compressed on its distal shaft at 1.0 cm proximal to the distal tip marker. The rhv was examined and found to conforming to visual specifications. The microdelivery catheter and stabilizer were conforming to their inner diameter specifications. The stent was conforming to its required dimensional specifications. Friction was noted when the stabilizer was being advanced; however, the stent was deployed on the table. Review and analysis of the available information appear to be due to handling of the device or portion of the device without direct patient contact during preparation. The most probable cause for the reported event is damage caused during preparation, therefore the most likely root cause is operational context.

Event description:
During preparation, when the physician opened the stent packaging he noticed that the delivery microcatheter was broken. There was no contact with the patient.